Manufacturer narrative:
Additional information: relevant tests/lab data. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Review of the medical records did not reveal any allegation against fresenius peritoneal dialysis products. Peritonitis is most often the result of a breach in technique or the presence of a biofilm on the pd catheter (non-fresenius product) and occur, often unknown, during the manipulation of the system components during connection and disconnection.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he had experienced difficulty draining during treatment and also had abdominal pain and diarrhea. Additional information reported by the patient's pd nurse discovered and had peritoneal dialysis cultured on (B)(6) 2016 and the results were negative. The patient had a white blood cell count test on (B)(6) 2016 and the results were conclusive for a sterile peritonitis infection. The patient was treated with antibiotics ancef and fortaz (2 doses each at 1 gram). The patient's peritonitis has resolved. The pd nurse could not confirm the source of the peritonitis as there were no breaches of the product's sterile barrier and the patient has maintained good aseptic technique.